Manufacturer narrative:
Because data was unable to be obtained due to corrosion on the pcb and batteries, the cause of the reported communication error could not be determined. Since the batteries were low, a power supply was used in an attempt to get data along with the removal and cleaning of the pcb. An internal tear was found in the soft cannula when conducting fluid path testing, contributing to an internal leak. It can be confirmed that the leak was the cause of the corrosion and following data loss. The cause of the internal tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. It was reported that the pod had communication error during operation and insulin delivery stopped. Investigation of the pod found internal tear in the soft cannula.